Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent became damaged during withdrawal through the guide extension catheter. A 6fr guidezilla ii and a 5x20 synergy stent were selected for use for a coronary intervention procedure in the right coronary artery. During the procedure, a lot of resistance was felt advancing the stent through the guidezilla. The physician attempted to pull the stent out of the guidezilla, but the stent struts became damaged. The stent remained on the delivery balloon, however, the balloon was stick in the guidezilla. The physician then removed everything from the patient. The physician thought that the 5x20 synergy was too large to fit through the guidezilla. The procedure was completed by using a new guidezilla and a smaller stent. There were no patient complications reported and the patient was fine post procedure.